Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set; further described as "the female end coming away from the main body". This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.